Event description:
It was reported that the user contacted support for declining glucose values while using the ilet bionic pancreas, with continuous glucose readings trending down from 149 mg/dl and confirmatory fingersticks in the 120s, followed by progression to hypoglycemia; the agent advised against correction until a low-glucose alarm occurred and monitored until stabilization, after which the user treated with 10 grams of fast-acting carbohydrate and later consumed granola per healthcare provider guidance without meal announcement, with corrections accounting for insulin on board. Symptoms included disorientation during the hypoglycemic episode. Outcomes included temporary impairment due to low glucose that resolved after oral carbohydrate treatment, with subsequent alignment between cgm and glucometer values near 105 mg/dl and successful cgm calibration. Investigation included troubleshooting and education during the call and verification of sensor and meter agreement. Investigation of this case revealed no device malfunction identified and that the hypoglycemia was of unclear cause, with contributing factors possibly including insulin on board and timing of carbohydrate intake without meal announcement per directive. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.